Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. The device was returned to the manufacturer's authorised service center for further evaluation. He internal and external aspect of the device was inspected. The manufacturer found the dirt / dust contamination inside the device. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation and the unit ws scrapped on client's request. Section b3 - date of event and d4 - unique identifier (UDI) has been corrected in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.